Event description:
After deployment balloon got stuck and while trying to withdraw the balloon, the guider was pulled in and dissected the ostium of the lad. Required a stent to cover dissection that was threatening with vessel closure.